Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level of 50 mg/dl. The customer's blood glucose level dropped after he ate breakfast. The customer drank soda to treat his low blood glucose but then 30 minutes later he threw up twice. The customer ate lunch and took some medicine. The customer changed the infusion set a couple of times. The customer was advised to monitor the insulin pump and his blood glucose levels. The customer will not return the device for analysis.